Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed during an onsite visit that the user facility staff was not aspirating their scopes while in use with another companies' product against instructions for use. No patient infections or injuries reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated fields: d8, h6, h11 based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.